Manufacturer narrative:
(B)(4). Information was not provided by the contact.

Event description:
It was reported that post implant of the swedish adjustable gastric band, there was a leak. The exact cause is not known. The hospital surgeon considered the case as closed and no further action was taken.